Event description:
The patient was also hospitalized for chest pain at the time of being hospitalized for breakthrough seizures.

Manufacturer narrative:
B5. Describe event or problem, corrected data: chest pain as a reason for hospitalization was inadvertently omitted from b5 on the initial report.

Event description:
It was reported that there was no concern of device malfunction by the health care professional. It was understood increased seizures / chest pain were attributed to a "lung full of pneumonia" that the patient was later found to have. Clinic notes showed that the vns was at 11-25% in may 2021 with no device malfunction noted.the patient also was previously diagnosed with pneumonia in may (not attributed to vns) and had a peg tube and was no longer taking food by mouth. No further relevant information has been received to date.

Event description:
It was reported by the patient's nurse/caregiver that the patient was in the hospital for over a week due to breakthrough seizure. The day that the patient was supposed to be discharged, the patient had another seizure. The nurse/caregiver reported that at the last visit the generator had 11 % battery remaining. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.